Event description:
It was reported that the healthcare professional (hcp) requested technical services review device data to confirm device operation of this pacemaker. After a surgical procedure using a bipolar knife, the hcp observed a extended pacemaker mediated tachycardia (pmt). This pacemaker recorded additional two more pmt episodes. It was not possible to determine which one was the extended pmt episode that the hcp was referring to. In all episodes, either the device was able to terminate the rhythm with the pmt algorithm or the pmt algorithm was not breaking the rhythm and pmt was re-initiated. During device interrogation there was no pmt noted on the same date/time of the external ECG. All parameters were in normal range and it was observed that right atrial automatic threshold (raat) feature did not perform daily due to high frequency. The right ventricular automatic threshold (rvat) feature was successfully performed daily. Boston scientific technical services confirmed that the pmt were due to low evoked response (ER), fusion beats and rate too high. Boston scientific technical services recommended adjusting programming settings and to perform multiple threshold test at different postures to verify the pacing output/pacing needs for the patient. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that the healthcare professional (hcp) requested technical services to review device data to confirm device operation of this pacemaker. After a surgical procedure using a bipolar knife, the hcp observed a extended pacemaker mediated tachycardia (pmt). This pacemaker recorded additional two more pmt episodes. It was not possible to determine which one was the extended pmt episode that the hcp was referring to. In all episodes, either the device was able to terminate the rhythm with the pmt algorithm or the pmt algorithm was not breaking the rhythm and pmt was re-initiated. During device interrogation there was no pmt noted on the same date/time of the external ECG. All parameters were in normal range and it was observed that right atrial automatic threshold (raat) feature did not perform daily due to high frequency. The right ventricular automatic threshold (rvat) feature was successfully performed daily. Boston scientific technical services confirmed that the pmt were due to low evoked response (ER), fusion beats and rate too high. Boston scientific technical services recommended adjusting programming settings and to perform multiple threshold test at different postures to verify the pacing output/pacing needs for the patient. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.